Event description:
It was reported while using bd alaris¿ secondary set there was component separation and leakage occurred. This is the 1st of 2 related incidents. There was no report of patient impact. The following information was provided by the initial reporter: the following information was provided by the initial reporter: "we are continuing to have issues with the bd secondary sets (ms350015/contract iv01013) where the tubing and drip chamber have separated (this is the 3rd time- although I was not able to report the second time as I did not have enough product information). At times the tubing has separated in the package, but this last time the separation was spontaneous during a patient infusion and caused a large chemo spill." "A couple of my cath lab rns caught me today and told me that the extension tubing they had sometimes won¿t prime. I asked them to take pictures of the tubing, so I included those here. I can¿t think for the life of me why it wouldn¿t prime, and she said they¿ve tried taking the end cap off the tubing and still won¿t prime." 3rd time incident (chemo spill). Are you able to reconfirm the event date for chemo spill is 25-jul-2023? The spill occurred (B)(6)2023. How many defective set(s) affected in this incident? 1. Any adverse events or serious injury reported to patient or healthcare professional? Delay in care. Was patient or healthcare professional being exposed (in contact) with chemo? No, rn was wearing appropriate ppe which prevented exposure and patient was not contaminated. What were the patient and healthcare professional outcome? Patient was monitored while medication was remade, then treatment continued. Was there any delay of, or change in, the course of treatment due to this event? Temporary delay. What procedure was being performed? Chemotherapy administration. What medication was used in the procedure? Cytoxan. Was there any medical intervention due to this event? No".

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 02-aug-2023. Investigation summary: 5 unused samples and 1 photo sample received for mat# ms3500-15 for investigation from customer. It was reported by customer that she is continuing to have issues with the bd secondary sets where the tubing and drip chamber have separated prior to functional testing the set was visually examined for defects and abnormalities. No defects or other abnormalities were observed. No issue of separation replicated in 5 unused samples also photo sample could not verify the issue. The separation testing could not be possible without the actual sample. A device history record review for model ms3500-15 and lot number 23049310 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. The root cause cannot be determined without the physical sample for investigation due to the product not being returned for failure investigation.

Event description:
It was reported while using bd alaris¿ secondary set there was component separation and leakage occurred. This is the 1st of 2 related incidents. There was no report of patient impact. The following information was provided by the initial reporter: the following information was provided by the initial reporter: "we are continuing to have issues with the bd secondary sets (ms350015/contract iv01013) where the tubing and drip chamber have separated (this is the 3rd time- although I was not able to report the second time as I did not have enough product information). At times the tubing has separated in the package, but this last time the separation was spontaneous during a patient infusion and caused a large chemo spill." "A couple of my cath lab rns caught me today and told me that the extension tubing they had sometimes won¿t prime. I asked them to take pictures of the tubing, so I included those here. I can¿t think for the life of me why it wouldn¿t prime, and she said they¿ve tried taking the end cap off the tubing and still won¿t prime."... 3rd time incident (chemo spill)... Are you able to reconfirm the event date for chemo spill is (B)(6) 2023? The spill occurred (B)(6) 2023. How many defective set(s) affected in this incident? 1. Any adverse events or serious injury reported to patient or healthcare professional? Delay in care. Was patient or healthcare professional being exposed (in contact) with chemo? No, rn was wearing appropriate ppe which prevented exposure and patient was not contaminated. What were the patient and healthcare professional outcome? Patient was monitored while medication was remade, then treatment continued. Was there any delay of, or change in, the course of treatment due to this event? Temporary delay. What procedure was being performed? Chemotherapy administration. What medication was used in the procedure? Cytoxan. Was there any medical intervention due to this event? No."